Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 19th december 2016. Throughout the investigation, the green status led flashed as normal and the red status led did not illuminate outside of specification. No measurable fault was identified on the membrane or the status led/beeper circuitry. The investigation was unable to confirm the reported fault. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
Beeping sound was heard and red lamp was flashing though no one had touched the device. When the user pushed the heart button for stopping the beep sound, voice guidance was started. Because the user did not know how to stop it, s/he removed the pad-pak from the device to shut the device down. There was no patient involved in this event.

Event description:
Beeping sound was heard and red lamp was flashing though no one had touched the device. When the user pushed the heart button for stopping the beep sound, voice guidance was started. Because the user did not know how to stop it, s/he removed the pad-pak from the device to shut the device down. There was no patient involved in this event.